Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was releasing malformed clips. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: jaws. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. A bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were fed and formed as intended; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.